Event description:
It was reported that the universal tightener hex broke off. An extra tightener was available. No adverse consequences t the patient is reported.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. According to the sales rep, the device is used approximately 4 times a week. Manufacturing records indicate that the instrument was manufactured in january 2013 and is approximately 5 years old. According to the instruments IFU, "for instruments designed for re-use: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order." Conclusion: the plausible root cause of the reported event is most likely normal wear and tear due to the age of the instrument and its use.

Event description:
It was reported that the universal tightener hex broke off. An extra tightener was available. No adverse consequences to the patient is reported.